Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump turns off and the battery is new. Customer stated she received some alarms, alarms found in alarm history. Customer stated the device was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The unexpected restart is recurring during normal use. Customer stated she did not receive a low battery alert prior to the off no power alert. The battery cap is not loose, cracked or damaged. Blood glucose value is 248 mg/dl. Nothing further reported.